Event description:
Infection at surgical site post-operatively. Hospital believes that it is a result of poor sterilization of the insertion gun. 6/1/1998 - surgical intervention of post-operative wound.